Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21620, related manufacturer reference number: 1627487-2020-22408. It was reported that the patient experienced ineffective stimulation. Diagnostics indicated high impedance readings on two contacts . Reprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the patient's ipg and extension were explanted. A new ipg was implanted to address the issue and achieve new technology. No intervention was taken on the lead. Post operatively, the lead continued to show high impedance on 2 contacts. However, the patient was programmed and therapy covers the pain area resolving the issue